Manufacturer narrative:
H10: four (4) samples were received for evaluation. A visual inspection was performed on all the returned samples, and it was noted that the green caps were dislodged from the patient connector on two (2) of the samples. For the other two (2) returned samples, visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The cause of the reported condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2019. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end cap of an unspecified number of amia cassettes "fell off" from the patient line. This occurred when the cassettes were taken out of the packaging before use. The customer did not use the products. There was no report of patient injury or medical intervention associated with this event. No additional information is available.